Manufacturer narrative:
(B)(4) investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. The DHR was not reviewed as the lot number was not available. Trending analysis by lot number was not reviewed as the lot number was not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was not returned for visual inspection. Retains testing was not completed as the lot number was not provided. The concomitant sterrad® 100nx was serviced by a field service engineer (fse) and a corrective maintenance was performed to replace the needles from the peroxide delivery system. This likely contributed to the complaint issue since there have been no further related biological ci disc related issues since the replacement. However, there is insufficient information for proper investigation. Should additional information be received, the complaint file will be re-opened and evaluated. The issue will continue to be tracked and trended.

Event description:
A customer reported the chemical indicator disc on the cyclesure 24 biological indicators (bi) did not change color correctly after a completed sterrad cycle. However, there were no reports of positive bi results. The status of the load is unknown and asp will continue to follow up for that information. At this time, there was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicators not changing color correctly."